Manufacturer narrative:
The customer reported complaint of the autopulse displayed ua45 (not at "home" position after power-on/restart) and ua12 (lifeband not present) error messages were confirmed through review of the event log, however, the error messages could not be replicated during the functional testing. The lifeband detect switch was also inspected and no issue was found. The autopulse passed the functional testing with no faults or issue observed. Visual inspection was performed and no damage noted upon receipt. The event log showed numerous faults of ua45 (not at "home" position after power-on/restart) recorded on (B)(6) 2017 an ua12 (lifeband not present) on (B)(6) 2017. Additionally, unrelated to the reported issue, clutch deburring was performed to remedy the sticky clutch issue. Once completed, the platform passed the final functional testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported during shift check that the autopulse displayed ua45 (not at "home" position after power-on/restart) error message upon powering up. Customer reported that the ua45 error message was able to clear however, ua12 (lifeband not present) displayed. Customer reported, they were not able to clear the ua12 error message. No additional information provided. No patient involvement was reported.